Event description:
Review of the article "the art of fixing a ticking time bomb: combined phacoemulsification and amniotic membrane transplantation" from the taiwan journal of ophthalmology reported a case patient with severe bilateral juvenile open-angle glaucoma underwent bilateral xen implantation. Both xen implants failed requiring multiple rounds of needling with 5-fluorouracil. Later, right eye required augmented trabeculectomy with mmc. Pom12, right eye had chronic bleb leak with blebitis and endophthalmitis. In right eye, bcva was hand movement; iop was 6 mmhg; bleb was highly elevated, avascular, thin walled, cystic, and had leaking points; visually significant cataract, optic disc was mild pallor with cup:disc ratio of 0.9. Treatment of topical gentamicin 0.3% qid, oral doxycycline 100mg od, oral acetazolamide 250mg qid, and topical timolol bd were provided. Then combined surgery of phacoemulsification with intraocular lens implantation and amniotic membrane transplantation without bleb excision were performed. At poy1, bcva was 6/24, iop was 12-14mmhg, and bleb leakage had resolved. This record captures the right eye.

Manufacturer narrative:
Article citation: tang, allan chong-su; teh, swee sew; yong, geng-yi; tan, zhi-han; yong, xiu-rong. "The art of fixing a ticking time bomb: combined phacoemulsification and amniotic membrane transplantation." Taiwan journal of ophthalmology 14(2):p 275-278, apr¿jun 2024. Doi: 10.4103/tjo.tjo-d-23-00009. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events of cataract, endophthalmitis, high intraocular pressure, and bleb-related leakage are a known potential adverse event addressed in the product labeling.